Manufacturer narrative:
Results of final device analysis results revealed broken welds detected at the bond wire pads; the case bond wire and one of the number two feed-through wires were lifted. The epoxy bonds were broken between the hybrid circuit and both battery terminals.

Event description:
The device was returned for analysis with no documented reason for explant.